Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was feeling pain at the ipg site following weight loss. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
A scheduled ipg revision was reported to abbott. The patient lost a significant amount of weight. The revision took place on (B)(6) 2022 without complications. The ipg was electively replaced due to the battery voltage being at 2.76v effective therapy was restored postop. The event information pertaining to this incident has been reviewed and no product investigation will be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.